Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a tear in the extension leg was confirmed. One 4fr d/l powerpicc provena was returned for investigation. Evidence of use was observed on the sample. The d/l tubing had been trimmed to length. The printing on the extension legs and bifurcation was partially worn. Residue, which appeared to be from a dressing, was observed on the extension legs. Debris was observed on the clamps. A functional test revealed fluid leaking at the distal end of the red luer adaptor. A microscopic examination of the leak site revealed a tear in the extension leg within the distal end of the red luer adaptor that exposed the inner lumen of the catheter. The adjoining surfaces of the torn extension leg revealed a rough and jagged surface. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Per sales rep, the facility reported that the provena catheter leaked. No other information has been provided.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Per sales rep, the facility reported that the provena catheter leaked. No other information has been provided.